Event description:
It was reported that on (B)(6) 2025, the patient was admitted to the hospital due to a bladder tumor. Post-operatively, bladder irrigation was required. A urinary catheter was inserted. During the catheter insertion, the physician connected the irrigation fluid to the catheter's inlet port. The irrigation fluid did not enter the bladder, and no fluid flowed out of the outlet port. After removing the catheter, it was discovered that the opening at the tip of the catheter was narrowed. A new catheter was inserted, and the irrigation fluid was successfully injected, with unobstructed drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be wrong product size selected, control panel circuiting problem, speed controller faulty, amplifier card faulty, drying parameters wrongly set, or incorrect material supplied. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2025, the patient was admitted to the hospital due to a bladder tumor. Post-operatively, bladder irrigation was required. A urinary catheter was inserted. During the catheter insertion, the physician connected the irrigation fluid to the catheter's inlet port. The irrigation fluid did not enter the bladder, and no fluid flowed out of the outlet port. After removing the catheter, it was discovered that the opening at the tip of the catheter was narrowed. A new catheter was inserted, and the irrigation fluid was successfully injected, with unobstructed drainage.